Manufacturer narrative:
Product analysis: analysis noted that the programmer stylus was skipping in one area of the screen. The overlay/bezel assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.